Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Investigation summary: no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. Complaints received for this device and reported condition will continue to be tracked and trended. If samples are received in the future the complaint will be reopened for further investigation. A complaint lot history check was performed on lot # 0134225 for needle clog. This is the 3rd related complaint for needle clog on lot # 0134225. Based on the above, no additional investigation and no CAPA/sa is required at this time.

Event description:
It was reported that bd nano¿ 4mm pen needle was unable to deliver insulin. The following information was provided by the initial reporter: it was reported no insulin flow. Verbatim: consumer reported, no insulin flow when taking injection and sometimes when priming. Stated, he's gone through a lot of needles that did not work. Stated, even if he has a successful prime, the injection will not work.